Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The console had been swapped out, but the issue continued. The customer attempted multiple times to achieve fiber optic connection but failed. Eventually, the customer successfully obtained an arterial pressure by a transduced a-line to the console. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the catheter tubing and inner lumen approximately 29cm, 64.3cm and 75.9cm from the iab tip. The optical fiber was found to broken at two of the kinked locations 29cm and 64.3cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The console had been swapped out, but the issue continued. The customer attempted multiple times to achieve fiber optic connection but failed. Eventually, the customer successfully obtained an arterial pressure by a transduced a-line to the console. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Additional event site email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The console had been swapped out, but the issue continued. The customer attempted multiple times to achieve fiber optic connection but failed. Eventually, the customer successfully obtained an arterial pressure by a transduced a-line to the console. There was no patient harm or adverse event reported.